Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off at night while the patient was sleeping. The patient does not know if an error message displayed on the screen because he did not hear a warning. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.